Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son's health care porfessional downloaded the past seven days of pump information and did not find any evidence of insulin delivery. The patient had been running high all week and his blood glucose had at one point exceeded 600 mg/dl. The customer's current blood glucose was 144 mg/dl, and his doctor advised him to treat with manual insulin injections when he gets above 300 mg/dl. Troubleshooting was initiated for the delivery anomaly. The mother did not mention symptoms of hyperglycemia; the event was already treated. Low battery alerts were found in the pump's alarm history. The mother declined troubleshooting for the hyperglycemia and proceeded to troubleshoot the low battery alerts. The previous battery did not last more than a week. The customer then declined the rest of troubleshooting due to the discovery of a button error in the alarm history. No products were shipped or returned.